Manufacturer narrative:
A spacelabs field service engineer performed an investigation of the device including the logs and confirmed the reported complaint. Power cycling the device resolves the issue. The hospital performed a checkout of the device and the device passed all tests. The device does display a warning message, use of the device is prevented until the issue is resolved. The investigation findings showed no risk of serious harm and no serious risk should the event recur. However, spacelabs is filing reports of similar issues as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report on september 19, 2018 that the arkon went into a "safe failed state" during a case. No injury was reported with this event and after the staff restarted the machine they were then able to finish the case.